Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were indications of dried fluid within the cassette compartment. The cause of the encountered dried fluid could not be determined. Simulated testing was performed and there were no fluid leaks and the device performed as designed. While there was evidence of a fluid leak associated with the cycler as found during internal inspection it was not reported to be associated with this event. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
Peritoneal dialysis registered nurse (pdrn) reported that patient had continues peritonitis event from some time in november to december. The patient was not hospitalized for the event. Exact dates are unknown. As of 01/04/2015 the patient has cleared up and is feeling fine.